Event description:
Customer reported, auxiliary o2 indicated a flow of oxygen, however, patient did not receive any oxygen. An alternate supply of oxygen was used. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.